Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Additionally, it was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. A new cartridge was loaded to resolve the issues. The customer's blood glucose level was 133 mg/dl.